Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the lead was returned in two pieces. The inner insulation exhibited abrasions at multiple locations. All other damage found was consistent with explant damage.

Event description:
It was reported that the atrial lead exhibited loss of capture, low lead impedance, intermittent noise and an insulation anomaly. The lead was explanted.